Event description:
The customer reported the unit failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up. There was no report of pt involvement. The device was evaluated by a philips rep, and the reported symptom was verified. Replacing the battery resolved the reported issue.